Event description:
During an operative hysteroscopy procedure, the beak of the resectoscope sheath broke off. A big fragment was retrieved, but a small piece (approx 3x4x3 mm) is still missing. Dr is not sure if the piece was left inside the pt or irrigated out. To be safe, facility is reporting this incident as an MDR.